Manufacturer narrative:
An event of aortic insufficiency and the leaflets not completely closing was reported. Functional testing at the time of manufacturing and upon return to abbott indicated the hydrodynamic performance of the valve met specifications. A small pinhole was observed at the central apex of the cusps during hydrodynamic testing, which did not affect valve function. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization, including inspection for coaptation and the presence of a central opening. The cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2019, a 29 mm epic valve was implanted. After declamping, the echo revealed aortic insufficiency; the leaflets did not completely close. The device was removed and replaced with a 27 mm medtronic avalus device. The user alleged a clinically significant delay in the procedure as a result however the patient remained hemodynamically stable.